Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm performing the pm replaced the lcd display to correct the customer's issue. All calibration, functional and safety tests passed per factory specifications and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager, the cardiosave intra-aortic balloon pump (iabp) had a line of missing pixels through the display. There was no patient involvement; thus no adverse event was reported.